Event description:
Mosaiq (version 1.50k7) failed to record the treated all imrt fields. No error message pops out after the treatment based on the therapist. Issues between varien radiation program and impact mosaiq (v 1.50k7) documentation of treatment provided. At times no documentation of treatment provided and at other times, incorrect documentation of number of treatments provided. This is strictly a documentation issue, there has been no patient consequence. Dates of use: upgraded in 2008.